Event description:
Patient had a three-piece modular zenith endovascular graft placement in 2003. Procedure went well. A one complete stent overlap was used to secure the contralateral iliac leg inside the contralateral limb of the main body graft. One month later, the patient underwent another endovascular graft procedure for endovascular repair of a type iii endoleak. It was noted that the distal fixation of the iliac leg graft had not moved within the left common iliac, but the two grafts had disconnected at the junction site. The type iii endloak was repaired with placement of an iliac leg extension used to bridge the junction between the contralateral limb and the contralateral leg. Final angiogram noted a successful repair and no further signs of an endoleak. Patient is doing well.